Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that there was a functional issue and requested call back. No additional information was available at the time of this report. There is no reported adverse event with this complaint. This report is made based on the allegation of the unusual product (unknown malfunction) issue.